Manufacturer narrative:
Product event summary: analysis found the output connector assembly was contaminated.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.